Manufacturer narrative:
(B)(4). The endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer or loaner inventory as applicable. Model eg29-i10 (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 03-feb-2022, a device history record(DHR) review for model eg29-i10 (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 13-nov-2018 under normal conditions, passed all required inspections, and was released accordingly. There were no reworks, but was processed under concession conc-2017-0014. The dates of approval for shipment and actual date shipped were confirmed for 13-nov-2018. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported potential endoscope contamination involving pentax medical video gastroscope, model eg29-i10 (B)(4). The event timing and location are unknown. No death or serious injury was reported.

Manufacturer narrative:
Correction information: h6: coding changed based on the investigation result. Evaluation summary: we checked the returned unit and confirmed that the remote control button was cracked and leaky. Based on the result, we concluded that it was caused due to the physical damage applied on the remote control button.